Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that there was a blockage in the infusion set tubing, which caused the patient blood glucose levels was elevated too high. The patient changed supplies as necessary and resumed insulin therapy. No further information available.